Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device bearing seized and was corroded, the etching was worn and illegible, the moving parts did not move smoothly and the device did not function. The device also failed pretests for marking and labeling, mechanical free movement, general function in running mode and check the oscillation frequency with frequency meter. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. B5: it was omitted in error that the device occurred during a total knee replacement surgical procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the sagittal saw attachment device was stuck while being used directly on the bone. It was unknown if there were delays in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in (B)(6) . All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.